Event description:
Consumer reports getting hi readings from their cobranded logic meter. Consumer went into a low blood sugar state and emt was called. Blood sugar are determined to be 33 and consumer needed to be hospitalized.